Event description:
The pt had thrombosis in two previously implanted cypher stents.

Manufacturer narrative:
The target lesion was the distal rca. The lesion was a restenosis of a previously implanted bms (driver: 3.5/18mm and 4.0/30mm implanted in 2005). It was a concentric lesion. Aha/acc classification of the vessel was type b1. The vessel length was 24mm and the vessel diameter was 2.96mm. The details for the procedure in are as follows: the pt was brought to the hospital (details unk) due to ami, and 2 bms (3.5/18mm and 4.0/30mm) were implanted at the distal rca and proximally overlapping each other. No other detailed info was obtained regarding the procedure. Second procedure was six months later. It was an elective case. Pre-dilation with a balloon (2.5mm/length unk) was conducted (inflation time and pressure were unk). Then 1st cypher (3.5/23mm) was implanted at the distal end of the target lesion. The 2nd cypher (3.5/18mm) was implanted proximal to the 1st cypher, overlapping it. Inflation time and pressure of both cyphers were unk. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was iii before the procedure and iii after the procedure. Act was measured, but the time was unk. Almost three years later, the pt developed ami with chest pain and was brought to the hospital. Cag was conducted, and the thrombi were observed from the proximal edge and distally inside the implanted cypher stents. To treat the thrombi, aspiration and urokinase (60,000 u) was administrated by intracoronary infusion. Then bms (driver: size unk) was implanted inside the implanted cyphers. The pt recovered and was discharged from the hospital. Physician indicated that the possible causes of the thrombotic event were because administration of ticlopidine hydrochloride was stopped, and in addition, the implanted cypher stents were under-dilated. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00057. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.